Event description:
It was reported that pump experienced malfunction alarm with no notable events before issue. There was no reported adverse impact to the customer's blood glucose level. Customer reset pump and cleared malfunction before calling, malfunction did not recur after reset, and technical support advised customer to continue using pump and to call back if malfunction alarm appeared again, which customer acknowledged and understood.